Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate plus profile 650cc saline breast implant, catalog number 3502650, serial number (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate plus profile 650cc saline breast implants which the right side deflated and there was issue with capsular contracture bilaterally with unknown baker grade after implantation. As a result patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3502650, serial number (B)(4), and left replaced with catalog number 3502650, serial number (B)(4) on (B)(6) 2018. This report is for the left implant.